Event description:
It was reported that the customer received a button error alarm from his insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to a flattened act button dome switch. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.